Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue and resumed insulin delivery. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. Customer's blood glucose was 123 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. D9: device available for evaluation, returned to manufacture, date returned to manufacture; h3: device evaluted by manufacturer, reason for non-evalutaion, device returned to manufacturer, follow up correction, h6: remove-3221, 4114, 67, add- 11, 3233, 4118; h10